Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appears slightly distorted, oval shaped with the stent posts slightly deflected. Stent measurements: 29.27 mm x 28.62 mm. Stent post measurements: lr= 4°, rnc= -2°, ncl= 0°. The sewing ring appears to have been cut or removed, exposing the bare stent adjacent to all cusps during explant, leaving a large remnant adjacent to the left and right cusps. All leaflets are in the closed position with the free margin of the right cusp on the same plane as the coaptive ridge of the left cusp, possibly due to the dehisced commissure. All leaflets are slightly stiff but flexible. A small abrasion through the free margin and lunula of the right cusp adjacent to the left right commissure appears to be due to contact with the bias wear. The non-coronary left and left right commissures are intact. The right non-coronary commissure appears partially dehisced along the right cusp, possibly related to separation of layers of aortic wall behind the commissure. No visible evidence of host tissue that may have contributed to the separation of tissue. Glistening off white pannus remains attached to the remnant of existing sewing ring adjacent to the left right cusps on the inflow, extending over the inflow margin of attachment, slightly into the left right inferior coaptive area, onto the right cusp. Pannus is noted along the outflow rail adjacent to the non-coronary and left cusps, extending to both the right non-coronary and non-coronary left stent posts, over to the tops of both commissures and along the outflow margins of attachment. An unknown amount of pannus appears to have been removed from the inflow and outflow during explant. Radiography shows no evidence of mineralization in the valve and/or host tissue. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after an unknown duration post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with an unknown product. The reason for the replacement was reported as an unknown malfunction. No additional adverse patient effects were reported.